Event description:
It was reported that the customer had multiple unspecified cartridge issue. A cartridge change was performed to address the issue. Reportedly, the ¿cartridges stopped giving insulin¿. The customer's blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.